Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot = a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article abstract entitled, tibial component unexpected debonding and spect-CT patterns by vanessa morello, et al, published by division of orthopaedic surgery and traumatology (date unknown), was reviewed. Was reviewed. The purpose of this study was to identify tibial component aseptic loosening due to failure at the implant-cement interface and to review the associated spect-CT imaging patterns for tka revisions performed between march 2013 and september 2019. The exact implants studied are unknown, however, the images included in the abstract are assumed to be depuy attune primary knees without patellar resurfacing. The cement utilized in the primary procedures was unknown. The actual number of depuy primary attune tkas requiring revision are unknown. Results: 7 revisions due pain and aseptic loosening secondary to tibial debonding at the cement to implant interface. 6 revisions to treat arthrofibrosis. 5 revisions to treat infection. 3 revisions to treat instability. 1 revision to treat periprosthetic fracture. Captured in this complaint: 1 knee tibial component with pec implant loosening: cement to implant interface. 1 knee femoral component and 1 knee insert with pec no reported product problem. (B)(4).